Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been experiencing sensor reading discrepancies and has had to change the sensor multiple times. Customer stated that the sensor was reading 58 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 130 mg/dl. She also mentioned that the night prior to calling, the sensor glucose was 211 mg/dl while blood glucose value was 144 mg/dl and 30 minutes later, blood glucose was 113 mg/dl and sensor was in the 260 mg/dl range. Current sensor reading was 158 mg/dl and blood glucose was closer at 136 mg/dl. Customer was advised about the proper calibration process. Three sensors were replaced but the product was not returned.